Manufacturer narrative:
H3:product analysis: part # rbt033101; lot # id21k030 visual and optical inspection confirmed the torx tip of the driver has broken and stuck in the head of the bone screw. Optical inspection of the fracture surface revealed circular material displacement. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional(hcp) via a manufacturer representative regarding a spinal device used in an unknown spinal therapy. It was reported that the patient had really hard bone making the advancement very difficult. The screw was removed and the hole retaped with a 6.5mm tap. The screw was then reinserted with the power ease with torque multiplier. The screw was inserted until it would not advance any further. The screw was backed out a few turns and re-advanced until it stopped again. While trying to advance it further the tip of the driver broke off inside of the head of the screw. The tip is still in the screw. Patient medical history was previous spine surgery. There were no patient symptoms associated with this event and no further complications were reported/anticipated.